Manufacturer narrative:
After her initial contact by email, the consumer did not respond to our attempts to get the product returned for inspection.

Event description:
Consumer alleges her heating pad started a fire. She states she was able to pull the cord out of the wall. There was not a report of injury or property damage with this incident.